Manufacturer narrative:
Concomitant product(s): a 457445 lead, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert triggered due to elevated sensing integrity counter (sic) and noise on the right ventricular lead. Reprogramming was done and the noise could not be reproduced after that. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.